Manufacturer narrative:
Unique device identifier: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000ml eva tpm bag "came apart at the seam after filling" and leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with naked eye and functional testing were performed and noted the reported leak near the lower right edge of the bag. Microscopic testing identified the tear in the bag. The reported problem was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.